Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the black box and history confirmed a call service alarm had occurred. No alarms occurred during investigation. The battery compartment was observed to be cracked. The pump was opened and no defects were found to the printed circuit board. No moisture or corrosion was found inside the pump. The call service alarm issue was observed in the pump history but was not duplicated during investigation. Unrelated to the complaint, evaluation revealed that the display was faded and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. It was reported that multiple call service alarms were emitted by the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.